Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. The customer complaint was investigated and investigation found evidence of sensor inaccuracy around the event. However the customer was provided falling rate and predictive falling rate alert before the event. In addition, the blood glucose (bg) calibration entered in morning was marked suspicious and rejected. The customer was repeatedly prompted to enter another calibration after 1 hour. Investigation found that despite repeated prompts, the bg calibration was entered only later in the evening after the hypoglycemic event. Investigation shows that after the customer entered bg calibration, the system self-check kicked in and triggered sensor replacement alert.

Event description:
Senseonics was made aware of an incident where patient experienced a hyperglycemia event while using the eversense but the system did not alert him that he was reaching a very low value. He had a car crash because he fainted during the incident. The ambulance was called and he was hospitalized at (B)(6). During hospitalization, he experienced very low values (around 21 mg/dl) where as eversense reported 75 - 80 mg/dl.